Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, curved opening, no problems to performed the inflation of the device. Leak test and microscopic analysis was performed which identified: sharp opening on insert bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and fill test was performed to verify if the device has problems to fill but it did not found issues. Based on the device analysis the final assessment is: no issues found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "huge hole".

Event description:
Healthcare professional reported "when the tissue expander was removed from the patient the doctor found there was a huge hole in it. The part where the needle goes in, at the upper end at 12 o¿clock, is separated, and they want to send it back.¿ this is for a right side device. Device has been explanted.